Manufacturer narrative:
(B)(6). This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the urine phosphorus control values, run on the aeroset analyzer, have been running low on the phosphorus reagent lot#42020hw00. The customer stated that a new reagent, same lot, was used and the control values were in range. There was no impact to pt management reported.